Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. No unexpected pump error during testing however, pump error 15 alarm (linenumber = 213 ; filenumber = (B)(4)) are found in the formatted history file due to a software error. Unit received with pillowing keypad overlay and minor scratches on case. No.

Event description:
Information received by medtronic indicated the insulin pump alarmed with the critical block and inverse critical block did not add to zero twice. The customer was able to clear the alarm and complete the rewind. No harm to the customer requiring medical intervention reported. The insulin pump was returned for analysis.